Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he woke up with high blood glucose of 500 mg/dl and noticed that the insulin pump had a black circle on the screen and it was not delivering insulin. Customer was assisted with checking the alarm history; customer stated that the last alarm was a failed alert. Customer was advised it might have been a failed battery test alarm but customer was unable to confirm. The customer declined troubleshooting and stated he would call back.